Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device's air detector door was missing. Functional testing found the device has a low flow rate (under 1 gallon per minute [gpm]), due to a cracked return tube. The reported problem of device not reaching temperature was not confirmed. The device warmed as intended. The most probable cause of the alarm, was the missing air detector door causing the filter portion of the disposable not to stay seated correctly in the filter block. This causes the interlock alarm to go off, which shuts off "operation mode". However, the device remains powered on. If the device is not in "operation mode" (green led on display will not be lit), the device will not warm up. The device functioned as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the air detector door, cracked return tube and the o-rings. The device passed functional testing after the completed repairs.

Event description:
It was reported that the temperature was not getting past 30c (celsius) when it should be 41c (celsius). No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.